Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure in the past 10 years, the blue sheath of rapid rhino was not removed prior to insertion, producing septal abrasion and exacerbation of epistaxis in the patient. It is unknown the quantity of blood the patient have lost. The patient outcome is unknown.